Event description:
The customer reported that the sys was not booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse and cables on the passive backplane were reseated. The system was then found to be operating as intended.